Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the initial implant procedure for the device, the patient experienced asystole. The physician considered the asystole to be due to the condition of the patient. The arrhythmia was terminated by chest compressions. The procedure resumed and the device, right atrial lead, and right ventricular lead were implanted. The patient was in stable condition.